Event description:
A caller reported experiencing an occlusion alarm, which resulted in the customer's glucose monitor displaying a "high" reading, indicating an impact on blood glucose levels. The customer addressed the issue by administering a correction injection using multiple daily injections (mdi) and changed the infusion sets and cartridges to resume insulin delivery. Despite the corrective actions, the caller reported ongoing and recurring occlusion issues since mid-may, prompting them to seek further assistance from customer technical support.